Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported that they tried to increase stimulation and that they saw a circle with a lightning bolt in it but were unable to increase stimulation. Patient also reported that they noticed that they have been going to the bathroom more frequently."(B)(6)" had the patient turn on the ins and patient stated they felt stimulation. Patient also reported that when they do yard work, moves a certain way or go to the chiropractor, they would experience a decrease in the stimulation. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the was no production to program so no intervention was taken. No further complications was noted or anticipated.